Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the distal tip of the recanalization catheter allegedly detached during advancement through a occlusion in the anterior tibial artery. Another catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned. Four photos were provided for evaluation. Based on the photo review torn material and material separation can be confirmed as the outer catheter shaft is torn and is separated from the metal distal tip. Tip detachment is unconfirmed as the tip is actually separated. Marker band detachment is unconfirmed as the marker band was fully attached to the catheter. The evaluation of the device confirmed the photo review. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Photo review: four photos were provided and reviewed by amber brown (bpv field assurance engineer). The first photo shows one crosser coiled on brown paper towels. No anomalies are able to be identified in the photo. The second photo is a close up of the distal tip showing the catheter separated from the metal tip. The third photo is a close up of the distal end showing a tear in the outer catheter and over the marker band. The marker band is fully attached. The catheter is separated from the metal tip in this photo as well. The fourth photo is the same image as the third just a different angle showing the same defects. Based on the photo review torn material and material separation can be confirmed. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Set the irrigation system to 0.3ml/sec (18ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter. (B)(4).

Event description:
It was reported that the distal tip of the recanalization catheter allegedly misaligned during advancement through a occlusion in the anterior tibial artery. Reportedly, another catheter was used to complete the procedure. There was no reported patient injury.